Manufacturer narrative:
Per the clinic, the patient had previously been treated with oral and topical antibiotics for the infection. During the conversion to a subcutaneous baha implant system, the patient's skin at the abutment site was revised. This report is submitted on july 1, 2021.

Manufacturer narrative:
This report is submitted on june 02, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections at implant site. Subsequently, the patient underwent revision surgery under general anesthesia (date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.